Event description:
It was reported that when connecting the new lead and testing on the generator, bradycardia and asystole were being observed. Increasing frequency and pulse width was noted to make the adverse events worse. It was reported that the previous settings of 1.5ma was causing asystole. The patient was noted to have no bradycardia or asystole at 0.25ma. Patient had not history of bradycardia in 9 years of previous vns implantation. No additional relevant information has been received to date.